Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. - did the needle fall into the patient? *if yes, o was the needle retrieved during the initial procedure? O were x-rays taken to locate the needle? O what measures were taken to retrieve the needle? O was there any additional tissue damage as a result of searching for the needle? - what is the most current patient status? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When using suture to suture an incision, the needle pull off issue happened. After removing the suture and the intact needle, the same type of suture was used to continue suturing. There were no patient consequences reported. Additional information was requested.